Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed an occlusion test. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information provided that the event occured duing routine testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. The event log was reviewed, and the pump was running in user mode using occlusion tester. The reported problem was duplicated. While doing occlusion testing the downstream occlusion sensor did not detect a downstream occlusion when the tubing was clamped. There is some evidence of ingression on the edge of the downstream occlusion sensor seal. The upstream sensor passed testing.